Manufacturer narrative:
Approximate age of device- 1 year, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient underwent arotic valve replacement under primed bypass pump with heparin. There was no flow when the device was restarted which was believed to be caused by thrombosis. The patient underwent pump exchange and the device will be returned for evaluation.